Event description:
Before using a stabilizer guidewire in a procedure, the tip of the wire was found damaged. The wire was not used and no pt injury occurred. No unusual handling was reported.

Manufacturer narrative:
Analysis of the returned product confirmed kinks and bends in the guidewire, as well as a stretched coil. As received, the specimen does not present any indication of mfg defect or anomaly. The specimen, with the exception of the bends and kinks of varying severity, is visually and dimensionally correct. The nature and location of the damage in the distal tip region is such that, had the IFU been followed for device removal from the dispenser assembly, and the damage been pre-existing, it would have been discovered after advancing the wire a matter of a few cm (typically, less than 5cm) from the dispenser assembly - negating any need to remove the specimen from the dispenser assembly. The presence of dried, blood-like material on the distal coil wraps, combined with the displaced coil wraps, suggests the device was grasped by the coil wraps to pull the specimen device from the dispenser assembly. As described in the IFU, "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft." Testing has demonstrated that failure to comply with the procedure as described within the IFU increases the risk of damage to the flexible distal tip region of the device, as presented by this specimen. A review of the device history records (DHR) indicates this lot was final inspection tested and deemed acceptable for shipment. The complaint of damage is confirmed. Review of the available info suggests that device handling may have contributed to this event. There are no indications that this is related to the mfg process.